Event description:
Event description boston scientific crm received information that during a holter monitor session, this pacemaker and right ventricular exhibited loss of capture (not loss of ouput as described initially). Impedances, sensing and threshold measurements were noted as fine. No adverse patient effects were reported. This device is part of an advisory regarding a low voltage capacitor component, however exhibited no symptoms that were consistent with the advisory.